Event description:
The reporter stated, the surgeon inserted an aq2015a silicone aspheric three piece lens and the haptic broke. The lens was removed with no patient injury. Another lens was implanted.

Manufacturer narrative:
(B)(4).